Event description:
Ous MDR - after an implantation period of about 54 months, atrial impedance values > 3200 ohms in both uni and bipolar settings were reported. Atrial capture was obtained at 3.8v @ 1.0ms in unipolar. Several mode switches stored due to noise on atrial lead. The devices was reprogrammed. The system remained implanted at that time. No adverse patient side effects were reported. The date of implant was not provided.

Manufacturer narrative:
On 2/1/2016 - there was no complaint on this rv lead. This file was opened in error.